Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, glistenings were noted in the iol ata postoperative check. The patient's visual acuity was 0.5 (20/40). The patient's condition was noted to be "well, with a retina clear". Additional information was received from the surgeon who reported that during a postoperative visit the glisterings and the visual acuity of 0.5 had improved. The glistenings were not central in the optic and had modified. Additional information was received from the surgeon who reported that the patient has sicca syndrome. The surgeon felt "the sicca syndrome and the glistenings were coacting together". The visual acuity was increasing and getting better. The surgeon is not planning any secondary intervention. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge, handpiece and viscoelastic were used. Not enough information was provided to conduct a product history review on the monarch cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).